Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated undersensing. Analysis of the device memory indicated that ventricular shock therapy was not delivered.

Event description:
It was reported the patient is deceased. It was also reported the patient experienced ventricular fibrillation (vf) and shocks were delivered and were successful; however, during one episode shocks were not delivered. Following, the emergency ambulance staff defibrillated the patient which ended the vf and pacing occurred. After arrival to the hospital it was noted there were non-sustained ventricular tachycardia and vf episodes that were stored by the implantable cardioverter defibrillator (ICD). It was also reported the electrocardiogram showed a dying heart with some under-sensing." When the device was interrogated it alerted an electrical reset had occurred. After the patient expired "therapies were turned off." Additional information was received that "the time of the registered episodes is later than the time of ambulance arrival and defibrillating the patient." It was stated "the device time is probably one hour earlier than the real time now, which matches the first registered episodes with the ambulance arrival and defibrillating the patient."

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis confirmed the field-reported event and there were no new power on reset events during analysis. Visual examination failed to reveal evidence of device malfunction that would account for the resets and no evidence of external or internal arcing was observed. Additional hybrid analysis demonstrated the device to be fully functional with no new power on reset. No hybrid anomalies were observed. The analysis was terminated with no cause identified for the field-reported power on reset. If information is provided in the future, a supplemental report will be issued.